Event description:
Caller reported that a malfunction occurred on the pump, specifically displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code recurs. Cts followed up with the customer¿s legal guardian to inform them of the troubleshooting efforts, and no further action was required.